Event description:
It was reported the cord has pulled away at the strain relief exposing wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : no device returned for evaluation.

Event description:
It was reported the cord has pulled away at the strain relief exposing wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cord has pulled away at the strain relief exposing wiring was confirmed. The strain relief is torn at the bottom on the transducer end. The root cause is due to use of the device. H3 other text : evaluation summary findings in h:11.